Manufacturer narrative:
H10: multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 01/13/2023, 01/20/2023 and 01/27/2023, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted. H11: updated contact information, contact office entity, and manufacturing site. This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00361. All information from the original report(s) has been transferred to this report.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device was inoperable and screen was black and stopped working. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention provided to the patient nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer requested onsite service. He was unable to find any vent inop or check vent alarms in the recent significant log. It seemed to power on properly. The rse recommended a field service engineer (fse) to perform the pvt. A fse was dispatched out for service and repair. The fse performed inspection and all passed performance and verification. Could not duplicate reported problem.